Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however defib conductor distorted, helix disengaged from helical channel, apparent explant damage noted, and blood found on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that there was a lead fracture. One week after the lead was implanted the impedances rose to greater than 3000 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis results revealed the helix was disengaged from the helical channel. It was also noted that the defib conductor was distorted, there was apparent explant damage, and blood was found on helix mechanism; full lead returned and analyzed.